Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information received via clinical study indicates patient has pain and elevated metal ion levels. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received via clinical study indicates patient has pain and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02199 & 06196).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02199, 06196, and 1825034-2014-02058).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6), 2005. There has been no reported revision procedure. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received from clinical study data indicated that bursitis, snapping, popping, pain, swelling, malpositioned cup, adverse reaction to metal debris, joint effusion and fluid were noted during post operative monitoring and testing. Fluid in the posterior lateral quadrant measured 30.6x 63.8x95.1mm. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02199 & 06196).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. Additional information received from clinical study data indicated that bursitis, snapping, popping, pain, swelling, malpositioned cup, adverse reaction to metal debris, joint effusion and fluid were noted during post operative monitoring and testing. Fluid in the posterior lateral quadrant measured 30.6x 63.8x95.1mm. These findings were found due to follow up testing. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from clinical study data noted that the patient underwent a right hip revision on (B)(6) 2013 due to pain and elevated metal ion levels.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. Additional information received from clinical study data indicated that bursitis, snapping, popping, pain, swelling, malpositioned cup, adverse reaction to metal debris, joint effusion and fluid were noted during post operative monitoring and testing. Fluid in the posterior lateral quadrant measured 30.6x 63.8x95.1mm. These findings were found due to follow up testing. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from clinical study data noted that the patient underwent a right hip revision on (B)(6) 2013 due to pain and elevated metal ion levels. Additional information received in patient medical records revealed the (B)(6) 2013 revision was due to pain and elevated metal ion levels. The patient's operative report noted the cup and head were removed and replaced. The cup replaced was a competitor's component. Additional information received noted that on (B)(6) 2012 and (B)(6) 2013 patient's blood was tested.